Manufacturer narrative:
Corrosion and varnish damage was noted throughout the internal components of the device.

Event description:
The micro sagittal saw was sent for service and it overheated during performance testing. No adverse event was associated with the device.